Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/01/2019.

Event description:
The customer reported a ventilator with an alarm led failure. This report also included a damaged oxygen hose. No information was provided as to when this event occurred. There was no allegation of harm associated with this event.

Event description:
The customer reported a ventilator with an alarm led failure. This report also included a damaged oxygen hose. No information was provided as to when this event occurred. There was no allegation of harm associated with this event.

Manufacturer narrative:
Date received by manufacturer: 01oct2019. Date of report: 03oct2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the front bezel to address and correct this reported event. The damaged oxygen hose was also replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.